Event description:
The site reported that the tip of a safesheath csg worley introducer broke off during use. The introducer was being used to cannulate the coronary sinus (cs) ostium. As a multipurpose catheter was introduced over the safesheath to position it appropriately into the cs, the radiopaque marker at the tip of the safesheath broke into three pieces. It was reported that, "one piece embolized" distal to the cs and the "other pieces remained at proximal cs." The site reported, "no acute event. Possibility of later event cannot be ruled out." There was no further report of patient sequela.

Manufacturer narrative:
Patient identifier and weight not available. The site provided the information to medtronic on (B)(4) 2012. Medtronic notified ge healthcare on (B)(4) 2012. Recall (B)(4) of the affected product has been initiated and was reported to FDA per 21 cfr part 806 on (B)(4) 2009. Investigation of similar reports from the field concluded that the root cause is that a force applied to the tip segment exceeding material strength causes the radiopaque tip to fracture. Due to the nature and frequency of this and other similar field reports, a recall was issued for the safesheath csg product line on (B)(4) 2009. A review of the device history record (DHR) for the device involved confirmed that the lot was included in the recall referenced in the initial report ((B)(4)). The end user, rml hospital, received product through medtronic, inc. Medtronic was notified of the recall in 2009 and return of affected product was requested.